Event description:
I went through the results in basket and processed pap smear results, finding 7 pap smears which returned with no diagnosis and/or scant cellularity. This was an unusually high number of no diagnosis pap smears, as we typically have 1 or 2 in a month. I sent them over to the respective providers. Dr. Called me back and said something was wrong for there to be that many with no diagnosis. Dr. Said he spoke with pathology and that they agreed to re-review the pap smears.